Manufacturer narrative:
The harmonic ace curved shears insert accessory has not been returned to isi for failure analysis investigation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, while the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed was in use, the scalpel on the insert accessory broke off and fell into the patient. Although, no patient harm, adverse outcome or injury was reported, it is unknown what caused the blade on the insert accessory to break off and fall into the patient.

Event description:
On 07/25/2016, intuitive surgical, inc. (Isi) received (B)(4) with the following event description: a laparoscopic harmonic scalpel tip broke off during the case, it was retrieved with no harm to patient. The distal end of white insert was noted to be dangling. The instrument was removed and saved but the tip which was a few millimeters in size was misplaced but I did secure the rest of the instrument for pick up by risk. The patient did not suffer any harm and surgery progressed as expected. On 08/01/2016, isi received additional information from the site's risk manager regarding the reported event. According to the risk manager, the planned surgical procedure was a sleeve gastrectomy procedure and the surgeon was using the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed to perform partial stomach dissection and the tip of the insert accessory broke towards completion of the procedure. During the surgical procedure the instrument with the insert accessory were in use approximately 15 to 20 minutes. The broken instrument piece was laparoscopically removed from the patient. There were no other instruments in use when the reported issue occurred and there were no instrument collisions observed. There is no video recording available of the surgical procedure. The risk manager indicated that there was no harm to the patient and the patient was discharged from the hospital the following day and as expected. There was no indication of any patient injury as of 08/01/2016.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The harmonic insert was received with teflon pad damage on the distal end. The teflon pad was missing a piece approximately 0.031 x 0.096 in size. It was concluded that the damage to the teflon pad was due to mishandling/misuse. No other damage was found. Based on the additional information obtained, this MDR report is being retracted since the failure mode was due to misuse/mishandling and not due to a malfunction of the instrument.